Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call and adjusted reagent probe1 (r1) and reagent probe 2 (r2) heights. The cse calibrated heterogeneous module (hm) mixers and realigned the hm. The cse ran system check,which passed. The cse then ran quality controls (qc) and precision testing on ctni, which were within acceptable ranges. The cause of the discordant, falsely elevated ctni results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin (ctni) results were obtained on three patient samples on a dimension rxl max with hm instrument. The initial discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower than the initial results. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.